Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, t the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced blurred vision and lens rotation not associated to a low vault. The lens exchanged. Cause of the event was reported as other, "given that the ciliary sulcus us relatively wide after icl surgery, the icl lens has rotated to 80 degrees, with visual acuity of 0.8-. Even after repositioning, there is a high probability of rotation. Therefore, close follow-up is advised. After 2 years of follow-up the icl position remained stable at 80 degrees, so the lens was replaced and implanted at 80 degrees."

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial dry. Visual inspection found no visible damage. Dimensional and functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).